Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to an advisory. It was also reported that this transvenous lead was explanted due impedance values greater than 2500 ohms.